Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on attached article and image review. According to the article there was radiographic evidence of caval perforation from the filter struts. Imaging review confirms perforation of ivc wall by at least two primary filter legs. Given the information provided, the root cause for the reported perforation of ivc cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Article: robotic-assisted inferior vena cava filter retrieval. Owji s et al, 2017. Methodist debakey cardiovasc j. 2017 jan-mar;13(1):34-36. Doi: 10.14797/mdcj-13-1-34. Pmid: 28413581 a1) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. D7) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: recently, the patient was diagnosed with c7-t1 spondylosis and bilateral foraminal, which necessitated spinal surgery (bilateral hemilaminotomies and foraminotomies). Hence, anticoagulation treatment was suspended and a celect filter was placed. Nearly 6 months later she was back in the outpatient clinic requesting filter retrieval due to radiographic evidence of caval perforation from the filter struts. A magellan robotic catheter system was used for filter retrieval among other due to superior mechanical stability and maneuverability. Upon removal, the filter was noted to be intact with no fracture and the patient was discharged home the same day without complication. Patient outcome: a magellan robotic catheter system was used for filter retrieval among other due to superior mechanical stability and maneuverability.